Event description:
It was reported that patient underwent an anterior exposure and perfusion at l4-5 and l5-s1, anterior lumbar interbody fusion at l4-5 and l5-s1 with peek cage and rhbmp-2/acs on (B)(6) 2011. Patient now reportedly suffers from chronic pain. No further information was provided.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2011 the patient underwent the following procedures: anterior lumbar interbody fusion, l4-l5, l5-s1 to treat the following pre-op diagnosis: l4-l5, l5-s1 instability. Op-notes: "..the interspace at each level was template and appropriate-sized peek interbody cages packed with infuse bone graft were placed. I utilized the spinal element magnum system. Each cage was packed with infuse bone graft and also fixed to the spine with screws placed into the l4, l5 and s1 segments.." On (B)(6) 2011, patient discharged from hospital.